Manufacturer narrative:
No device deficiency that could have led to phrenic nerve injury was reported in the device. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, cmap amplitude decreased during ablation of the right superior pulmonary vein (rspv) followed by loss of phrenic nerve capture. Follow-up was performed approximately two weeks post-procedure, and phrenic nerve injury was confirmed at the time of discharge from the hospital.